Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that unreproducible noise was observed on the right ventricular lead. The noise triggered noise reversion and ventricular fibrillation events. The patient did not receive inappropriate therapy and was asymptomatic to the noise. The lead was capped and replaced on (B)(6) 2017. No additional information was provided.